Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was admitted to the hospital on (B)(6) 2026 after accidentally injecting 27 units during a set change, resulting in severe hypoglycemia with a blood glucose level of 31 mg/dl. The patient was treated with intravenous fluids to regulate insulin delivery and remained hospitalized for more than twenty-four hours. No further information available.